Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan to report the one touch ping meter had black marks on the display. The (B)(6) was able to classify the complaint based on the information provided to customer service. On (B)(6) 2012 at 2:00 pm, the patient noticed black marks on the reported meter's display. The patient took no actions due to the meter issue, and noted he had a backup meter available to use for blood glucose testing. Three hours afterwards, the patient reportedly "felt high"; he did not seek any medical attention or provide any self-treatment. Troubleshooting revealed this was not a new meter and there had been no misuse of the product. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The patient did not report symptoms suggesting severe injury, he denied seeking medical attention or self-treatment, and there was no delay because the patient had a backup meter available. However, as the meter display issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter failed testing. The meter was found to have a cracked/broken lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.